Event description:
Reported by the complainant as follows: anal sphincter laxity and exania rectocele. This issue meets the definition/requirements to be deemed a serious adverse events and the product is deemed possibly related to the issue. The physician believes the development of the issues described in this case to be the result of the use of the product rather than having pre-existed product use. In addition: "bad general state of the patient prevented them from conducting any subsequent medical/surgical intervention."

Manufacturer narrative:
(B)(4).